Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient was cardioverted for atrial fibrillation (af), the right ventricular (rv) lead exhibited in appropriate pacing therapy. The lead was noted with loss of capture, unstable thresholds, and elevated pacing thresholds. Eventually, the thresholds recovered and stabilized. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.